Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monophasic pulse during pulse testing) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog. No adverse event resulted in the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.